Manufacturer narrative:
Physio-control examined the removed user interface pcb assembly and determined that the pcb was the cause of the reported issue; however further component cause could not be determined. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up. When this occurred, the display was blank and buttons were not responsive. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.